Manufacturer narrative:
Investigation into this event showed that there was no evidence of analyzer malfunction. Datalog analysis confirmed that qc results were acceptable. Dilution studies performed by an od lab specialist indicate the possibility of an unknown interferant, though this was not confirmed. The root cause of the event could not be determined.

Event description:
A customer observed multiple false negative ahbc results for patient samples tested on the eci analyzer. The results did not agree with results from other assays and OEM methods. The results were not reported. False negative results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.